Manufacturer narrative:
Product evaluation: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks; the connector cone, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test; the fiber ID label is missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber was not recognized" could not be confirmed; glass cap fractured was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure, the fiber was not recognized by the console. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient reported.